Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low speed events. Based on complaint data and similarly reported events, the low-speed events and pump power elevations observed in the submitted log file are consistent with damage to one or more wires in the patient¿s driveline; however, a specific cause could not conclusively be determined through this evaluation. The submitted log files captured data where the pump speed was set at 9200 revolutions per minute (rpm) with a low-speed limit (lsl) of 8600 - 8800 rpm. There were six (6) captured events where the actual pump speed dropped below the lsl resulting in 6 low speed advisory alarms. The pump speed quickly recovered following these events and returned above the lsl. During the low-speed events, there were pump power elevations ranging from 8.7-18.8 watts. The low-speed events occurred while the patient was supported by power module power. Additional elevations in pump power ranging from 8.7-14.3 watts were recorded throughout the log file and were associated with pi events. The only other captured events were associated with power cable disconnects and pulsatility index (pi) events. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 19sep2014. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Pump speed, power, flow, and pulsatility index (pi) are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that review of the patient's log files found several low speed and low voltage events. The patient confirmed that the low speed alerts were present when the patient was connected to the power module. The low voltage alarms were present when the patient was connected to battery power. The physician decided to exchange the patient's system controller and continue observing the patient. Following the controller exchange the low speeds resolved. Related MFR report number: 2916596-2022-01686.

Event description:
The patient reported that they heard intermittent alarms and felt chest numbness at the same time. The patient was in stable condition, and a log file was sent in for analysis. A review of the log file found three low speed operation alerts. The patient confirmed that the low speed alerts were present when the patient was connected to the power module. Additional information indicated that the doctor did not do any diagnostic testing, but the doctor believed there was no evidence of thrombus. The patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.